Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the device history records confirmed sterilization was performed for both the generator and lead prior to distribution.

Manufacturer narrative:
Evaluation codes methods and results, corrected data: the supplemental report #1 inadvertently reported data about device history reviews. However, this was inaccurate.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the date incorrectly, as the implant date was incorrectly reported. Implant date, corrected data: the initial report inadvertently reported the date incorrectly. Device manufacturing records were reviewed. Review of the manufacturing device history records confirmed sterilization of the lead prior to distribution.

Event description:
It was reported that the patient has a suspected infection. There is inflammation around the generator and explant of the device is planned. No additional relevant information has been received to date. No known surgical intervention has been performed to date.

Event description:
The surgeon's office reported that the infection symptoms were first observed on (B)(6) 2014 with hospital admission. Antibiotics were prescribed with PICC line. Cultures were taken on (B)(6) 2014 and were positive for staphylococcus aureus. The patient was started on antibiotics, followed by infectious disease. The generator was explanted on (B)(6) 2014 after wound dehiscence. The patient¿s symptoms improved after the device was removed.

Event description:
Good faith attempts for additional relevant information have been unsuccesful to date.